Event description:
The reporter indicated that on (B)(6)2023 a 12.6mm, viticm5_12.6, -8.50/3.5/091 (sphere/cylinder/axis), implantable collamer lens tore/broke during injection/delivery into the patients right eye (od). The lens was implanted,removed and replaced intraoperatively with no patient injury and the problem resolved. In the reporters opinion the cause of this event was unknown

Manufacturer narrative:
H6 - type of investigation - lens work order search: no similar complaint type events reported for units within the same lot. Claim#: (B)(4).